Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self test. However, hardware low level failure alarm confirmed in the pump history due to cold solder joint on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures error alarm. Customer was able to clear the alarm and able to complete rewind. Self test was passed. No harm requiring medical intervention was reported. The device will be returned for analysis.